Event description:
I do self catheterization 3 times a day due to my neurogenic bladder. I have been using apogee hc, hydrophilic intermittent catheter, 16 fr 16 in, produced by hollister inc. They did work very well without surgical lubricant. However, the catheters I received on (B)(6) 2017 showed problems. As usual, I followed the instruction. But the catheter was so sticky that I was not able to insert and slide the catheter through the urethra to empty the bladder. I notified the problems to my medical supplier and returned the product. And I received new catheters. They had same lot numbers (1706102 k) and bar code numbers (B)(4). Anyhow, I tried a few of them. They had same problems. I was able to use them with large amount of surgical lubricant. I suspected there might be some chemical changes of the water bag in the catheter package.